Event description:
It was reported that a progav 2.0 (part # fx670t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operated in underdrainage and was unable to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: unknown. Weight: (B)(6). Gender: female.

Manufacturer narrative:
Investigations: visual inspection: significant deposits in the ped. Control reservoir. Permeability test: the permeability test has shown that the progav 2.0 with ped. Control reservoir is not permeable. To verify which oft he components led tot he blockage the product was separated and the components were tested individually. The investigation has shown, that the progav 2.0 is not permeable, the ped. Control reservoir is permeable. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Klick force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, significantly deposits were found in progav 2.0. Result: based on our investigation, we confirm the presence of occlusion and non-adjustability in the valve at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.